Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 491 mg/dl with vomiting associated with an occlusion (frequent/persistent) issue. The patient reportedly did not require any treatment above or beyond the usual routine of diabetes management and care. The reporter alleged the pump emitted recurring call service alarm 064 with infusion set tubing/site; animas customer support determined the infusion set was used per the instructions for use. Product is being replaced to the customer due to customer insistence/lost confidence in the product. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy as the result of a frequent/persistent occlusion issue.

Manufacturer narrative:
Follow up #1 submitted 10/13/2016. The device was returned to animas on 08/25/2016 for investigation by product analysis with the following findings: review of the black box data revealed records of occlusion alarms due to high force leading to delivery interruptions on (B)(6) 2016 at 19:21, 19:30 and 19:36. An additional eight occlusion alarms due to high force were also recorded on (B)(6) 2016 beginning at 01:19; insulin delivery resumed at 08:33. On investigation, rewind, load and prime sequence was successfully performed; the pump detected the correct force. The pump was exercised for 24 hours without any occlusion alarm occurring. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering accurately and within the required range. Investigation did not duplicate the complaint during the investigation.